Event description:
On (B)(4) 2009, the following info was provided: an endoscopic retrograde cholangiopancreatography (ercp) was performed to remove a previously placed plastic stent and place replacement stents. One metal stent was placed in the pt. The physician attempted to place a second metal stent by selecting a cook endoscopy fusion zilver biliary self-expanding metal stent. The introducer tip was advanced through the side wall of the stent already in place and resistance was encountered. The introducer tip reportedly "flexed backward" and 1mm of the stent prematurely deployed due to the flexed position. The stent and introduction system were removed and another stent was successfully placed. A foreign object did not have to be retrieved from the pt. The pt did not require any additional medical procedures due to this occurrence. This observation only lengthened the procedure time; no adverse effects to the pt were reported. On (B)(4) 2009, the stent and introduction system were returned for eval. We confirmed a small section of the introduction system tip had broken from the device and was not included in the return. The estimated length of the missing section is 3mm in length. Additional info provided by the user indicated the breakage occured when the introduction system was being removed from the endoscope and the user did not realize full detachment had occured. The user indicated the section of the tip did not detach inside the pt. The location of the missing introduction system tip section is unk. Therefore, this report is being provided out of an abundance of caution. If additional info is provided, a follow-up medwatch report will be submitted.

Manufacturer narrative:
The info in this report was provided to us by our distributor in (B)(4) on behalf of a medical facility in (B)(6). (B)(4). Eval: our laboratory eval of the product said to be involved confirmed the report. Approx 3mm of the distal tip has separated from the introduction system and was not included in the return. The damage and complete separation occurred at the wire guide port opening in the introduction system tip, located 3mm from the distal end. Approx 4mm of the stent is extending from the distal end of introduction system. The remainder of the stent is still loaded inside the introduction system catheter. A product discrepancy or anomaly that could have contributed to the introduction system tip breakage or premature stent deployment was not observed during our laboratory analysis. After a review of the device history record for the lot number said to be involved, we can report no discrepancies or anomalies were observed. We were unable to conduct sample test from this lot because none of the product from this lot remained in finished goods inventory. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of report is rare. Conclusions: the info provided indicated the introduction system tip was advanced through the side wall of a previously placed stent. The instructions for use caution this device is not to be deployed through the wall of a previously placed or existing metal stent. The instructions indicate that insertion through a previously placed stent could result in difficulty or inability to remove the introducer. If excessive pressure is applied to the device, perhaps in response to resistance during advancement and/or removal, this can result in damage to the introduction system tip. Advancing the tip through a side wall of a previously placed stent is the most likely cause for this occurrence. Info provided with this report also indicated dilation of the strictured area was not performed and resistance was encountered when the introduction system was advanced into position (through the side wall of a previously placed stent). The contraindications listed in the instructions for use include: inability to pass the wire guide or stent through the obstructed area. The instructions for use caution the user not to attempt stent placement if the wire guide or stent cannot be advanced through the obstructed area. The instructions advise the user that a biliary dilation of the strictured area may be performed to ensure smooth stent deployment. Prior to distribution, all fusion zilver biliary self-expanding metal stents are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that this lot met mfg requirements prior to shipment. Corrective action: no corrective action warranted at this time because the info provided indicated the product was used in contradiction with the instructions for use. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no further action is warranted at this time. The likelihood of this type of occurence is rare. Customer quality assurance will continue to monitor for complaint trends.